Manufacturer narrative:
The device was not returned to edwards as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. It was reported that the preliminary cause of death was heart failure following cardiac surgery. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a second device, 29mm bioprosthetic valve, was implanted into a 27mm bioprosthetic valve in the mitral position via valve-in-valve procedure. The implant duration was approximately six (6) years and eleven (11) months. The reason for the procedure was due to severe symptomatic mitral valve stenosis. The second device was deployed in good position and transesophageal echocardiogram revealed trivial paravalvular leak. Surgeon had to add another suture to apex and patient's blood pressure did not recover after the last right ventricular pressure run. Anesthesia pushing IV medications to increase blood pressure was not effective and CPR was initiated. Patient was placed on bypass and stabilized. Tee showed that the heart was empty and not filling after 1 liter bolus of fluids. Fluoroscopy showed extravasation of contrast from iliac vein from cannula placement bleeding stopped and patient was given 4 units of blood. Patient was unable to wean from bypass and heart rate remains in 30's with poor left ventricular squeeze. Patient was transferred in critical condition on ECMO in the ICU. Patient was a frail elderly with pulmonary hypertension and did not tolerate pacing well. Through follow up, edwards learned that the patient had passed away on post-operative day #3 as the family decided to withdraw care as the patient's heart was not showing any signs of recovery. The preliminary cause of death was heart failure following cardiac surgery. Acute decompensation in the operating room required va ECMO, and there was no return of cardiac function.